Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer maintenance required. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16312534 was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was not displaying on the system map. A field service engineer initially replaced the drawer control board and t board, but the drawer failed to configure. Upon further inspection, a short circuit was discovered in the retractor band directly at the connector. The retractor band was replaced. Additionally, the solenoid failed to release and was also replaced. After these replacements, the drawer configured and operated correctly. The system functioned as intended after the field service engineer repaired the device.